Event description:
It was reported that the patient had a flat line episode that was not registered by the device nor did the device deliver therapy. The device was interrogated and everything is functioning normally, except that episode is not in the data file. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2008. (B)(4).